Event description:
Reporter indicated that the pt expired. To date, there is no allegation that the vns system caused or contributed to the pt's death. It was reported that the pt was doing well with vns therapy.